Event description:
It was reported that during a laparoscopic lobectomy, lumbricoid-shaped staples were deployed around the distal end at the 3rd firing. There was a difficulty in removing the device, because the distal end of the device was caught in the malformed staples. A forceps was used to gently remove the device and there was no damage on the patient's tissue. Additional suture was performed. There were no adverse consequences to the patient. After that, the device functioned properly. One gold cartridge will be returning. The cartridge was fully fired.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.